Event description:
It was reported that the right ventricular lead exhibited impedance greater than 2000 ohms in bipolar configuration. Unipolar lead impedance measured 343 ohms. There was no capture in unipolar or bipolar mode at 7.5v.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.